Manufacturer narrative:
Correction made to d1: brand name: minicap (previously submitted as minicap transfer set). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set; the female connector was still attached to the tubing. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was used for one (1) day. There was no report of patient injury or medical intervention associated with this event. No additional information is available.